Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the right posterior descending and one endeavor sprint rx drug-eluting stent implanted to the 1st obtuse marginal. The following day, the patient suffered an mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. Ref MFR # 9612164-2011-01674, 9612164-2011-01675.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).

Event description:
Index procedure vessel as reported above has been updated from the right posterior descending to the rca.